Manufacturer narrative:
Qn# (B)(4). The customer returned an unraveled spring-wire guide (swg) and an introducer needle. The swg was still inside of the introducer needle and both components displayed signs of use. A visual inspection of the introducer needle revealed no defects or anomalies. Visual examination of the swg revealed the guide wire is unraveled from the distal weld. The distal end of the core wire protruding was flat and retained the j shape. The guide wire body also has stretched coils. Microscopic examination of the swg confirmed the inner core wire fractured off at the distal end. The distal weld of the swg was not present or returned. The proximal weld was still intact and appeared full and spherical. The broken core wire measured 602 mm in length, which meets specification. This indicates that the core wire was likely broken off adjacent to the distal weld. The outside diameter of the swg and the introducer needle cannula were measured and was found to be within specification. The needle cannula inner diameter was also found to be within specification. (Con't) other remarks: to functionally test the returned introducer needle, attempts to remove the swg from the needle were made. To do so, the swg was tugged/pulled until it was fully removed. A long pin gauge was used to check for blockage in the introducer needle. Initially, the needle was blocked/clogged with biological material. Once the needle was unclogged, a laboratory swg with a .847 mm diameter was inserted into the needle. The swg was able to pass freely through the full length of the needle, which indicates that a swg with an outer diameter of .801 mm would be able to pass through the needle as well. A manual tug test confirmed the proximal weld is intact. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) supplied with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. No manufacturing defects were found during this investigation, and a lab inventory passed through the returned needle from the hub to the tip without restriction during functional testing. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges "during the withdrawing, the swg (spring wire guide) it was wedged in the needles, the swg was delaminated and stretched." Event was reported as occurring in the operating room. It was reported there was no injury to the patient, or delay in treatment. Another device was obtained and used to complete the procedure.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges "during the withdrawing, the swg (spring wire guide) it was wedged in the needles, the swg was delaminated and stretched." Event was reported as occurring in the operating room. It was reported there was no injury to the patient, or delay in treatment. Another device was obtained and used to complete the procedure.